Event description:
It was reported that pump displayed malfunction 12 multiple times with no notable events occurring beforehand, and impact to customer¿s blood glucose level was unknown because customer declined to answer. No additional information was received regarding the outcome of the event. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.